Manufacturer narrative:
Product event summary: the introducer was returned, analyzed, and no anomalies were found. Blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. The analyst noted the full introducer was returned with the dilator separate from the sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the physician was unable to aspirate any blood through the introducer sheath. No patient complications have been reported as a result of this event.